Event description:
Allergan rep reported that surgeon explanted a lap-band system. Additional info provided during f/u with health professionals noted, "tubing wearing...in abdomen causing the channel to leak. Band can not be inflated correctly because of leak." The "tubing was flattened, and there was a little slit." Health professional added that only the port was removed and replaced. The original band remains implanted.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. Health professional reported the event under uf/importer report #: (B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and serial number provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿ device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."